Event description:
It was reported that before use, the device experienced an issue with technical failure 389 "no o2 dosing possible". There was no patient involvement during the reported malfunction.

Manufacturer narrative:
G4: PMA/510(k) # - the device is a similar device marketed in foreign countries and is not marketed under the 510k. The device was not returned to zoll medical corporation; however, the log files were provided to technical support for evaluation. Technical support reviewed the log files and the screenshots provided, the screenshots showed that with the o2 safety valve closed and the o2 valve open, there was an o2 leak of approximately 1.55 lpm. Technical support recommended replacement of the o2 safety valve, followed by o2 flow calibration and repetition of the o2 gas path test to resolve the reported malfunction.